Event description:
It was reported that a cartridge alarm occurred during insulin delivery, causing their blood glucose level to exceed 500 mg/dl, though the specific value was displayed as "high." To address the elevated blood glucose level, the customer administered a correction injection via multiple daily injections (mdi), and there was no injury caused by the event. The customer experienced recurring cartridge alarms despite assistance in loading a new cartridge. The customer reverted to an alternate form of insulin therapy.